Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. Pvl can occur as a result of many factors including anatomical factors or technique related factors and is not a result of a device malfunction. Stenosis of an implanted valve may be a manifestation of structural valve deterioration. Structural valve deterioration (svd), a common reason for reoperation, can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that eleven (11) years, nine (9) months post-implantation of this 25mm bioprosthetic aortic heart valve, a transcatheter valve was implanted. The reason for re-operation was due to periprosthetic regurgitation, stenosis, and deterioration. Transesophageal echocardiogram also identified thrombus of the left atrial appendage. A 26mm transcatheter valve was successfully implanted and there were no reported complications complication. Patient was hemodynamically stable at the conclusion of the procedure and was transferred to the cardiac intensive care unit under continuous cardiac monitoring in stable hemodynamic condition.